Event description:
Information received by medtronic stated that the insulin pump was cracked. Customer stated that the retainer ring was not damaged. No harm was required during medical intervention. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Retainer ring = black . Customer returned device for alleged cosmetic damage located at the bottom and goes up found on (B)(6) 2022. Device received with blank display. Unable to perform the displacement test. The pump passed the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails and fading serial number label. The j4, j6 and j7 solder was disconnected. Cosmetic damage was confirmed at case-corner of belt clip rails. Blank display confirmed due to physical damage on the electronic assemblies at pcba 1(j6/j7 connectors). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.